Event description:
It was reported that during a procedure with 95% stenosis in the right coronary artery (rca) after the balance middleweight guide wire crossed the lesion and a 3.5 x 23 mm vision stent was deployed, a dissection was noted in the distal segment of the rca. A second 3.5 x 16 mm non-abbott stent was used to cover the dissection. There was no reported patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is a known adverse event listed in the vision instructions for use. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.